Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluate.

Event description:
Allegedly, femoral head exchanged per concurrent cup revision.

Manufacturer narrative:
No further information was received for this event.